Manufacturer narrative:
Calibration and qc were acceptable. Three "sample foam" and 29 "sample short" alarms were observed on the alarm trace data. The customer used a coagulation time of 3 minutes for the sample. This time appears to be too short. The images from the sample foam detection (sfd) camera were reviewed. The sample volume was very low and fibrin was observed in the center. Based on the limited information provided, the specific cause of the event could not be determined. The investigation determined the event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6) .

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 0.071 ng/ml. The sample was repeated twice with results of 0.248 ng/ml and 0.071 ng/ml. The questionable high result was not reported outside of the laboratory.